Event description:
It was reported the pt experienced ineffective stimulation below his knees. However, the pt does have effective stimulation in his upper legs, which helps some of his pain reprogramming was unable to resolve the issue. Follow-up info revealed the pt does not have health insurance, subsequently; the next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient stated he desires to undergo surgical intervention. The patient also stated he feels stimulation in the incorrect area. The patient reported he feels the stimulation in his groin. However, his original pain pattern is his back and legs. It was noted the patient still does not have health insurance. Subsequently, the next course of action remains undetermined at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.